Event description:
It was reported that the patient was experiencing cardiac arrest. Device interrogation revealed that ther had been over 40 unsuccessful shocks delivered for ventricular fibrillation. A chest x-ray revealed that the right ventricular lead had been implanted on the high right ventricular septum. Dft testing on the lead had failed. The lead was explanted and replaced with a dual coil lead. Dft testing was performed again and was successful with the new lead. The new lead was also able to terminate ventricular fibrillation on the first attempt. The patient was stable post procedure. The physician did not think there was a lead issue.